Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to load a new cartridge but was unable to resume insulin therapy due to a recurring cartridge alarm. As a corrective measure, technical support decided to replace the pump, and the customer planned to use multiple daily injections (mdi) for backup therapy.